Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured before reaching the nominal pressure. The device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.